Event description:
Beckman coulter inc. (Bec) contacted this customer on (B)(4) 2011 via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated one occurrence of non-reproducible false positive accutni result on one patient sample on (B)(6) 2011. The erroneous result was not reported outside of the laboratory. The customer has an accutni patient sample repeat analysis procedure which includes re-spinning and re-testing all accutni samples outside the normal reference range prior to reporting results. The customer was requested but declined to provide specific data. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
All samples are collected in lithium heparin gel separator tubes. Centrifugation information was not supplied. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Per customer, the instrument is currently operating within qc specifications. No additional information was provided for this event.